Event description:
An employee was removing a cup of steris 20 sterilant concentrate (s20) from the system 1 processor following completion of a cycle. Residual s20 use dilution was left in the cup which splashed on the employee¿s arm as she removed the cup. The employee went to the medical center emergency room, where silvadene ointment was applied to the reddened area on her arm. No blistering occurred, no further treatment was required and the employee returned to work immediately.

Manufacturer narrative:
A steris representative spoke with the operating room (or) supervisor where the employee was working. The or supervisor reported that there was no problem with the system 1 processor, which was functioning properly and the s20 use dilution remaining in the cup was minimal, as expected. Following the incident, the or supervisor immediately held a department meeting with the staff to review all aspects of system 1 and s20 use and safety procedures. A steris account manager also performed in-service training for the hospital staff on the proper procedures for use of system 1 and handling of s20. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury due to the language regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.